Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with an inset infusion set, with blood glucose reaching 382 mg/dl after an infusion set and supply change, and no pump alarms were noted. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included user education and troubleshooting, including recommendation and agreement to perform a full supply change and a follow-up call to confirm glucose improvement. Investigation included review of device data trends and alarm history, which confirmed an upward glucose trend post¿supply change without device alerts. Investigation of this case revealed a cause unclear for the hyperglycemia, with no device malfunction or component failure identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.